Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph found tubing separated from the dark blue connector. The reported condition was verified. The cause of the condition could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the catheter and leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.